Manufacturer narrative:
Analysis was performed and found that the device tested functionally okay and no significant anomalies were found. The conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018 reporting that the patient recently had a new ins put in. There had not been an issue with the previous ins until their fall onto concrete during work on (B)(6) 2017. After the fall they had all kinds of issues. The battery ¿went crazy because it got hit,¿ it was not running right after it was turned back on, the patient had been in pain even with the device running, the pain shot their through whole body, and there was some kind of damage that occurred when they fell. It confirmed that all of the issues started on (B)(6) 2017. It was confirmed that the newly implanted ins was currently working fine. It was confirmed that the patient was implanted for spinal pain. Additional information received from the representative on (B)(6) 2018, confirmed that they were not made aware of the issues until the case on (B)(6). No further complications were reported.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing pain at their battery site and noticed a difference in their therapy resulting from a fall injury. A pre-operative impedance check was performed and contact 0 was greater than 10,000 ohms. The battery was replaced and electrode impedances were within range following the surgery. The representative also reported that they saw an end of life message and then a week later saw the elective replacement indicator. No further complications reported.